Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site. The proximal section of j stiffener wire measures approx 79mm and has migrated down lead body approx 12mm proximal of weld site. It appears that approx 9mm of the j stiffener wire was not received with all recorded measurements adding up to approximately 79mm. Visual inspection under 30x magnification also indicates lead was snipped or cut approximately 40cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. Visual inspection under 30x magnification also indicates epoxy residue on separated bond surface to proximal and distal sides of anode ban. X-ray of lead distally confirms j stiffener wire fracture.

Event description:
Failure analysis is provided.